Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Pt who is approximately 15 years post bilateral breast augmentation developed sudden deflation of left implant.